Event description:
It was reported that the ilet issued multiple occlusion alarms while the user was wearing a steel contact detach infusion set with 23-inch tubing, and the user experienced severe hyperglycemia with a blood glucose of 379 mg/dl; the agent guided tubing checks, found no bubbles or kinks, resumed delivery, and the user¿s glucose improved to 198 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem was found, with a reported lack of insulin effect during the alarm sequence and insufficient information regarding any specific device component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.